Event description:
On (B)(6) 2012, pt reported the buttons on the infusion device are not responding to press. The keylock feature is not activated, and pt changed the battery but this did not resolve the issue. The infusion device was requested for evaluation. No physiological effects were reported, and the pt did not require treatment from a health care professional or second party to address the issue.